Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation procedure, a faradrive steerable sheath was selected for use. The sheath was prepared per the instructions for use (IFU). However, when the physician inserted a non-boston scientific catheter into the faradrive sheath and attempted aspiration, continuous bubbles were observed rising through the tubing. The non-boston scientific catheter was removed from the sheath, and aspiration and flushing were performed, resulting in no bubbles. The physician then attempted to reinsert the non-boston scientific catheter and aspirate again, but the bubbles reappeared. Ultimately, the physician decided to replace the sheath, which resolved the issue. The procedure was completed successfully, and no patient complications were reported. The sheath is not expected to be returned as it was disposed.